Event description:
It was reported that this left ventricular (lv) lead had an insulation breach in the middle of the lead. It was only noticed after the lead was pulled out after the attempted repositioning. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Noted cuts in insulation, which are likely procedure-related damage. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this left ventricular (lv) lead had an insulation breach in the middle of the lead. It was only noticed after the lead was pulled out after the attempted repositioning. A new lead with the same model was implanted. No adverse patient effects were reported.